Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported events were lead damaged and noise. As received, a complete lead was returned in two pieces for analysis. The reported event of lead damaged was confirmed. Visual inspection found an external abrasion breaching the optim sheath, proximal to the suture sleeve tie marks, consistent with friction to device can. The lead insulation was intact at this location. An internal insulation breaching the ring electrode lumen was found proximal to the superior vena cava shock coil with the ethylene tetrafluoroethylene (etfe) cable coating intact. The optim sheath damaged in this location consistent with procedural damage. The reported event of noise was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. The right ventricular shock coil was removed to verify the lead insulation. No anomalies were found on the lead insulation underneath the right ventricular shock coil. The re cables were removed from the re cable lumen to visually inspect the cables. Visual inspection found one ring electrode cable conductor abraded, while the other cable conductor and inner coil lumen were intact underneath the right ventricular shock coil.

Event description:
Additional information was received indicating the physician suspected right ventricular (rv) lead damage, however, diagnostic imaging was not performed.

Event description:
Additional information was received indicating the right ventricular (rv) lead was explanted and replaced to resolve the event. No anomalies were observed either visually nor via diagnostic imaging. The physician suspected the noise was due to the rv lead rubbing against a previously capped lead. The patient was in stable condition.